Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values three days after the sensor was inserted in the abdomen. The patient experienced loss of consciousness without any previous symptoms reported. The daughter treated the patient with glucagon nasal spray (baqsimi®) and called an ambulance. The paramedics treated the patient with glucose. At an unspecified time of the event the cgm reading was 84 mg/dl and the blood glucose reading was 30 mg/dl. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.